Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd maxplus needleless connector was leaking. The following information was received by the initial reporter with the following verbatim during use of the product, there was a liquid leak; the patient had infectious syphilis, and the sealing solution splashed into the nurse's eyes.

Event description:
No additional information.

Manufacturer narrative:
A mp1000-c product was not available for investigation and no lot information was provided to assist the investigation. The customer reported that "during use of the product, there was a liquid leak; the patient had infectious syphilis, and the sealing solution splashed into the nurse's eyes." As part of the investigation, the customer provided a video of the affected sample; analysis of the video confirmed the customer's experience where leakage was observed at the connection between the syringe and maxplus female luer adapter. However, no obvious damage or manufacturing defects were visible from the affected connection. The details of this feedback were forwarded to the manufacturing site for investigation. The root cause of the customer¿s experience could not be determined as the sample was not available for investigation. In this instance, without a sample, it is not possible to determine whether a manufacturing defect could have caused or contributed to the customer¿s experience. In this instance a lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. Although it was not possible to determine a definitive root cause for this issue, the quality team at the manufacturing site has been informed of this complaint in order to be aware of the reported failure mode during future production of this product. A review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mp1000-c product in the past 12 months.